Event description:
Reporter rec'd the er1 message. Reporter retested successfully but does not recall blood glucose result. Reporter also performed a control solution test but cannot recall that blood glucose result either. Reporter does not compare confirmation dot with color chart. Co reviewed the er1 message causes, proper technique and use of control solution.